Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-23, serial/lot #: (B)(6), ubd: 08-nov-2027, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve into an indwelling 19 millimeter (mm) surgical aortic valve, it was decided to deploy the valve to 80% and allow time for assessment before full deployment due to recognized procedural risks. Upon the first deployment attempt, the patient became hypotensive at 80% deployment, and did not show further improvement. Subsequently, the valve was recaptured. Approximately 10 minutes later, a second deployment attempt was made to 80% deployment, however the same hemodynamic instability occurred. Due to the pre-determined procedural risks, the valve was recaptured and the system was withdrawn, and the procedure was aborted. Discussion is on-going for alternative treatment options.